Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. Also, bulging of the housing was observed, indicating that the device was likely not refreshed/used for a long period of time. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a combined initial and final report.

Event description:
Returned dacapo power pack showed broken housing with electrolyte leakage. Neither patient contact to battery chemistry nor any injuries were reported.